Event description:
Pt was using the device when the syringe pipe broke off and became lodged in the rectum. The pt was transported to the hosp for removal. The pt was x-rayed to locate the pipe. It was removed nonsurgically, and the pt was sent home that day. Pt is doing fine. There was no illness, injury or medical intervention resulting from the event. One pt involved.